Manufacturer narrative:
The returned product had notable scarring on the port retainer and the port base, occlusion at the connector pin, and blood/debris present along the interior of the catheter. Additionally, based on puncture marks in the septum, the port had been accessed approximately five (5) times. We were not provided information pertaining to such access attempts. The ifus state the port should be aspirated before beginning any treatment and that a failure to assess patency before an injection may lead to device failure or rupture. It is notable that if the catheter was occluded and an attempt was made to "clear it" with a small syringe, device failure could occur. This defect could not be reproduced at norfolk medical and review of sample product showed no signs of such a defect. Because the lot number was provided, a manufacturing review was perfromed as well as testing of devices from different lots. There were no failures observed. As such, the investigation of the reported event is inconclusive, and a definitive root cause is unknown. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
The port was placed on (B)(6) 2019. Port did not function properly the first time it was accessed (date unknown). Port was removed on (B)(6) 2019, but no information about why it wasn't removed until that date. The septum had separated from the port when removed from the patient. There was no reported patient injury.